Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the left circumflex (lcx) artery with mild calcification and mild tortuosity. Pre-dilatation was performed with a 2.0x12mm mini trek balloon. The 2.5x38mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Post dilatation was performed with a 2.5x12mm nc trek balloon when a distal edge dissection was noted. Therefore, a 2.5x12 non-abbott stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.